Event description:
It was reported that right ventricular pacing lead impedance had increased. Other electrical values were within range. Technical services suggested noise and impedance testing at the patients next follow-up. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes externalized conductors were observed during routine device change out. No electrical anomalies were detected. Lead remains implanted.